Event description:
This case was reported by a consumer and described the occurrence of blurred vision in a female pt who received triple salt dental adhesive cream (poligrip ultra denture adhesive cream) for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included glaucoma and allergies to medicines. The pt was only able to use natural products. On an unk date, the pt started triple salt dental adhesive cream. At an unk time after starting triple salt dental adhesive cream, the pt experienced blurred vision. At the time of reporting, the outcome of the event was unk. Follow-up info received on (B)(4) 2011, which upgraded the case to medically serious: this case was reported by a consumer and described the occurrence of blurred vision in a (B)(6) female pt who received double salt dental adhesive cream (poligrip flavor free) cream over a period of 12 days for dentures. Adhesion a physician or other health care professional has not verified this report. Concurrent medical conditions included allergy, chemical allergy, clouding over on eyes, glaucoma, itchy skin with chemical use and she was also registered blind. Concurrent medications included eye medication (eye drops). On (B)(6) 2011, the pt started double salt dental adhesive cream (dental) daily. The pt is blind in her left eye but can still see through her right eye although it is blurry. Approx 3 days later, on (B)(6) 2011, the pt experienced an increase in her blurry vision which increased so much that she could rarely see through the heavy mist created over her eye. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was discontinued. At the time of reporting, the events were unresolved. The pt stated that she could see even less now and had tried to seek a non-chemical adhesive but no one could help her find one.

Manufacturer narrative:
Poligrip is mfg in (B)(4) and is distributed as super poligrip in the united states. Neither the product nor lot number for the product are available. (B)(4).